Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead; 459888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant procedure, the patient developed a pocket erosion. The crt-p system was explanted and replaced due to a potential risk of infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted an antibacterial absorbable envelope was used at initial implant. The physician noted that the envelope could have played a role in the device eroding from the incision. It was noted that approximately two months prior to the device eroding, the incision was draining serosanguinous fluid and the patient was advised to use antibiotic ointment.